Manufacturer narrative:
This report is being supplemented to provide and additional h6 code for heic.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse events cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. The literature article is attached for additional information. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus reviewed the following literature titled "the novel technique of drainage stenting using a tapered sheath dilator in endoscopic ultrasound-guided biliary drainage" the retrospective literature analyzed 11 consecutive patients who underwent eus-bd using a tapered sheath dilator. Patient number 3 underwent a endoscopic ultrasound-guided hepaticogastrostomy (eus-hgs) with use of evis lucera ultrasound gastrovideoscope (gf-uct260; olympus medical systems) and co2 insufflation. One day after the procedure the patient was reported to have a fever and non-occlusion moderate cholangitis. The patient received five days of conservative treatment.